Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial result 1.4, repeat 3.5, repeat 2.4, repeat 2.9; testing done within minutes. Customer tested this morning and initially got 1.4. On repeat testing, customer got 3.5, 2.4, and 2.9. Customer got the 2.4 and 2.9 after changing the batteries. Therapeutic range 2.0-3.0.